Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 417 mg/dl and 387 mg/dl (lot 498479) and 109 mg/dl (lot 498519).